Event description:
It was reported that the physician was having difficulties establishing communication with a vns pt's generator at a follow up visit. The physician was able to communicate with the device successfully at the beginning of the office visit. However, the hand held had "timed out" and then when the physician attempted to re-interrogate the device as a last step, communication was not successful. The wand battery was tested and appeared to be functioning properly. Attempts to obtain additional info from the physician have been made, but have been unsuccessful to date.